Manufacturer narrative:
The reported event of difficulty tightening and untightening the atrial and ventricle setscrews was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench into the setscrew insets. Partial wrench insertions were found in both setscrews. Partial wrench insertions will cause the user to strip the setscrew insets which has occurred. While stripping is happening, the setscrew cannot be tightened or untightened. Lab testing found both setscrews could be tightened and untightened normally with correct wrench insertions. No device anomalies were found. The problem was related to the user¿s use incorrect of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during implant procedure that the pacemaker setscrew failed to tighten properly. During attempts to replace the device, the setscrew was also difficult to loosen. The device was successfully exchanged. There were no patient consequences.